Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter phone: (B)(6). G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device. Product code: 04.503.104.04s. Lot number: 7489p80. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 31-aug-2023. Manufacturing site: jabil bettlach. Expiry date: 01-aug-2033. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from china reports an event as follows: it was reported that on (B)(6) 2023 during an unknown procedure, the screw in question was found to be worn. The event was discovered while inserting the screw, it was removed from the patient with no additional medical intervention and the procedure was completed using a replacement screw. There was no adverse patient impact. No further information is available. This report is for a matneu scr ø1.5 self-drill l4 tan 4u I/c. This is report 1 of 1 for (B)(4).